Manufacturer narrative:
Customer's meter (B) (4) was returned and tested with approved / returned test strips lot # 0929226. The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, the reported readings of 312 mg/dl and 77mg/dl were found in the device's internal memory log within 10 minutes.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 312 mg/dl and 77 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This report corrects the previous initial MDR's (B)(4) text and clarifies that the the test strips used for investigation of the customer's meter was the initially reported and returned test strip lot # 0929226.